Manufacturer narrative:
Tandem¿s user guide describes how to remove air from the cartridge using the syringe. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridges leaked. Reportedly, the customer was performing the incorrect load sequence as the air removal process was not performed. Tandem technical support reviewed the load sequence with the customer to address the issue. Customer's blood glucose level was 79 mg/dl.